Event description:
A pharmacist reported that during intraocular lens (iol) implant surgery, the surgeon noted the optic was split/cracked and one haptic was torn. She reported the surgeon had to cut the iol inside the eye to removed and replace it with another iol during the same surgical procedure. She reported the surgery was delayed (duration not indicated) and one day postoperatively, the pt presented with significant corneal edema. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).